Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no sign of physical damage. A visual inspection of the returned cycler exterior showed sign of physical damage. The stay safe mount is broken, the heater tray paint is discolored and paint is chipped. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor calibration check passed. A post- accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed with no problems or failures. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. There were signs of fluid in the hp2 tubing. The cause of the observed dried fluid and fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device history record (DHR) found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Mushroom head check passed ((B)(6) 2021).

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak. The patient said there was an air detected in cassette warning in drain 1 of 2. Fluid was found when removing cassette after canceling treatment. There was fluid on the external part of cassette and fluid in the pump module area of the cycler. In a follow up call with the patient's pd nurse it was reported that there was no harm, adverse event or intervention associated with the leak. The patient has received a new cycler. The complaint cycler is available to return for investigation.

Manufacturer narrative:
Correction: h.10. Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed sign of physical damage. The stay safe mount is broken, the heater tray paint is discolored, and paint is chipped. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor calibration check passed. A post- accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed with no problems or failures. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. There were signs of fluid in the hp2 tubing. The cause of the observed dried fluid and fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device history record (DHR) found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Mushroom head check passed ((B)(6) 2021).

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak. The patient said there was an air detected in cassette warning in drain 1 of 2. Fluid was found when removing cassette after canceling treatment. There was fluid on the external part of cassette and fluid in the pump module area of the cycler. In a follow up call with the patient's pd nurse it was reported that there was no harm, adverse event or intervention associated with the leak. The patient has received a new cycler. The complaint cycler is available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak. The patient said there was an air detected in cassette warning in drain 1 of 2. Fluid was found when removing cassette after canceling treatment. There was fluid on the external part of cassette and fluid in the pump module area of the cycler. In a follow up call with the patient's pd nurse it was reported that there was no harm, adverse event or intervention associated with the leak. The patient has received a new cycler. The complaint cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.